Event description:
It was reported by the MFR's rep that the battery used in their sales demonstration unit seemed to be problematic. On one occasion the device showed a low battery indication. Later, the device appeared to operate normally. This device is used only for demonstrations and is not used on pts.